Event description:
During a diagnostic cardiology procedure, the doctor noticed under fluoroscopy that the tip of the catheter was separating. They were to withdraw the catheter without it completely separating. There was no harm or injury to the pt.

Manufacturer narrative:
Device evaluation: one unit was returned to merit for evaluation. The tip was partially detached from the catheter body. The customer's complaint was confirmed. The 20 units from the same lot as the suspect lot were also evaluated. All the samples met acceptance criteria for visual, dimensional and functional testing. The device history record was reviewed with no anomalies identified. Merit's complaint database was reviewed and there were no other complaints for this product or lot number. Possible root cause may be attributed to a lack of adequate heat to fuse the tip, and the body of the catheter together during manufacturing. This is an unusual event. Measurements taken, device history records reviewed, merit's complaint database reviewed. Results: other: catheter.